Manufacturer narrative:
Concomitant products: 5867-3m, adaptor, implanted: (B)(6) 2015; 3830-69, lead, implanted: (B)(6) 2011.

Event description:
It was reported that the patient appeared to have atrial fibrillation (af) however upon closure review by the physician, the issue was noted to be oversensing on the right atrial lead. The sensitivity was reprogrammed and the lead remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right atrial lead failed to pace and sense. The lead was capped and replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.